Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During premature ventricular contractions procedure, there was a pericardial effusion following a steam pop in the right ventricle. During ablation of the pulmonary valve, a steam pop occurred after 15 seconds of ablation using point-by-point in smooth tissue near the valve, parallel to the endocardium. The patient became hypotensive, and an echocardiogram confirmed the pericardial effusion. A pericardiocentesis was performed and the patient stabilized, but the procedure was stopped at this time. There were no alleged performance issues with any abbott devices.